Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I (tropi es) result was obtained from a single patient sample tested on a vitros 5600 integrated system. Based on historical quality control results, a vitros tropi es lot 3090 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3090 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3090. Vitros tropi es within run precision testing performed by the customer on the vitros 5600 integrated system was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Pre-analytical sample processing is the most likely contributing factor, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. After, reassessment the customer confirmed that fibrin clots were present in the affected samples and this may have caused the outlier result.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I (tropi es) result from a single patient sample tested on a vitros 5600 integrated system. Patient sample result of 0.547 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, a corrected report was issued after confirmation of the repeat result. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).